Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the surgeon obtained a console from the second room and disabled the primary. As the surgeon continued to recover, they rolled the second console in, so delay was less than 15 minutes. Procedure was able to be completed robotically on the second console. There was no harm with the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm was analyzed and had no functional issues when installed on an in-house system and test driven with instruments. The mtm was then installed on a test fixture and failed grip accuracy post sine cycle and grip balance test post sine cycle but passed after calibrations. As a result of the testing failure analysis determined that the slipring and slipring constraint were consistent with the reported complaint. The complaint was confirmed based on field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause is due to an issue with the slipring on the mtm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, a non-recoverable error 17 occurred. The system was power cycled, which allowed it to boot up without errors, and the staff continued with the case. The technical support engineer (tse) reviewed the system logs and identified errors 32097 pointing to the right master tool manipulator (mtm). The tse advised the staff to call back if further errors were encountered. Later, it was reported that the right mtm error returned, and repeated attempts to recover from the fault were unsuccessful. The customer reported event has no report of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse upgraded the system software, replaced the right master tool manipulator (mtm), programmed and calibrated the system to resolve the issue. The system was tested and verified as ready for use.